Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was brought to the ep lab for rv lead revision. Since the lead was implanted there had been variable sensing and capture thresholds. After visualizing the lead on fluoro it looked in good position but the dr. Decided to still explant it and implant a new lead. There was no claim of there being an issue with the lead. The new lead was implanted and measurements were good.